Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was open to be used during a percutaneous nephrolithotomy (pcnl) procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during unpacking, the physician noticed that the stent was fractured. Reportedly, the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.